Event description:
It was reported that the handle switch was not pushed up during insertion of t2. Procedure was completed with a back-up device. No patient injury reported

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No suture or ts remain on the insertion needle. The trigger button is damaged. Functional assessment of the trigger confirmed the reported complaint; the trigger is extremely difficult to advance. A review of the complaint database associated with this product confirmed this is the only complaint on file for this failure mode confirming this is an isolated incident. Further investigation is not warranted at this time.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.